Event description:
Orig. Surg. (B)(6) 2007. (B)(6), moderate activity level. Allegedly the cup was loose. Revised due to hip pain. Additional information received 05/09/2018 from wright medical litigation. Implant and explant dates.